Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, when suturing the needle fell of the tread, very experience operator who has been using our stratafix for a long time. The needle fell off after about 1 cm from the start. They opened another suture and could complete the operation. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. Additional information: h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One used needle, a dispensed suture piece, and one empty labeled winding former that pertained to product code sxpp1a408. In order to evaluate the conditions of the needle, the swage area and hole were noted with marks by a surgical instrument. In the hole was was examined and suture remnat was observed. In addition, the suture was examined and the end was noted to be cut probably caused by a surgical instrument. A photo was provided and it showed one foil packet, a detached needle and a suture for product code sxpp1a408, lot 1028ph. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.